Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was getting alarms on the insulin pump but the screen was blank they tried inserting new battery but still would not turn on. The customer's blood glucose level was 6.6 mmol/l at the time of the incident. The customer was calling back with blank display after receiving new battery cap. The insert battery alarm displayed on the pump screen. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.